Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during an unspecified procedure a balloon rupture occurred. The maverick 2 balloon catheter ruptured in the bile duct. The number of inflations and to what atms is unknown. No patient complications or injuries were reported.